Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received recurring alert 38 indicating a motor stall with instructions to restart the ilet; the user attempted multiple restarts while the ilet battery was at approximately 20 percent and had experienced an occlusion alert the prior day but temporarily resumed insulin delivery after filling the tubing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was reported at 178 mg/dl. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, and the user was instructed to fully charge the device to at least 50 percent and change all infusion supplies. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.